Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The insulin pump was not exposed to moisture or damaged. Customer was using (B)(6) alkaline. Customer used new battery, but the display did not return. The insulin pump not working. Insulin pump will be returning for analysis.